Event description:
Pt undergoing peripheral blood stem cell collection for future bone marrow transplant. During pheresis, 1846 cc whole blood had been processed when pt c/o severe all over body pain including teeth; became cyanotic and required CPR and intubation following respiratory arrest. Acd-a used during procedure, prematurely empty.